Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and therefore, device evaluation could not be performed. Computed tomography imaging and medical records were provided for clinical assessment. It appeared that there was insufficient overlap between the main body and proximal extensions, resulting in the disconnect. The product labeling was reviewed and it was confirmed that the existing labeling adequately captures the overlap requirements to reduce such occurrences. The initial occlusion in the left iliac artery is attributed to the significant angulation of the iliac artery distal to the aortic bifurcation, resulting in insufficient length for the metal stents to accommodate the turn and thereby reduced the vessel size at the site of the kink. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. Expiration date, corrected from 05/31/2012 to 05/12/2014.

Event description:
It was reported that approximately 10 days post-implant of a bifurcated device (medwatch 2031527-2013-00110) and a suprarenal aortic extension, a follow up computed tomography scan revealed an occlusion in the left iliac artery. The patient was treated with a competitor's stent graft to address the occlusion. Reportedly, approximately 14 months post-implant of the devices, a follow up computed tomography scan identified a disconnection between the suprarenal aortic extension and the bifurcated device with no endoleak. The patient was treated with an additional infrarenal aortic extension. Reportedly, the patient tolerated the procedure well.